Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 1200 mg/dl. The customer stated that she was close to losing consciousness. The customer stated that her blood glucose levels elevated because the infusion set had dislodged from the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.